Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter; product ID 8 709sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
It was reported that there was a change in therapy effect. The patient experienced withdrawal on and off since the pump was replaced on (B)(6) 2013. The patient also experienced itching in the abdomen and increased spasticity in the extremities. It was stated that it appeared the pump was working, but it was not. To the reporter¿s knowledge, there have been no alarms or volume discrepancies. A dye study showed the medication was not going above the level of the catheter. The event was attributed to the catheter. The patient¿s symptoms were ongoing. The pump was used to deliver baclofen (unknown). It was noted that the patient was possibly taking oral baclofen and ritalin at the time of the event. No interventions were reported regarding this event. Additional information could not be obtained at the time of the report.  Should additional be received a supplemental report will be filed.